Event description:
It was reported that a pt underwent a gastrectomy procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke at the swage and detached from the suture during continuous suturing of fascia at the abdominal wall. No fragment remained at the pt's body. There were no adverse consequences to the pt.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.